Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that the patient was unable to feel stimulation on the left side and their pain returned. The rep reported that there were no falls that could have led to the issue. The rep reported that an impedance check was run and several electrodes were out of range: 8, 10, 12, 14 and 15. The rep reprogrammed the patient not using the high impedances. The rep reported that the plan was to bring the patient back in one month to do an impedance check again. The issue was resolved. No further complications were reported.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Analysis of the ins (B)(4) found no significant anomalies. Analysis of the lead (B)(4) found that conductors 0, 2-4, 6 and 7 were broken 26.8 cm from the distal end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Additional codes apply to the leads (977a260). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that they met with the patient and determined that the lead was fractured. The patient reiterated that they had reprogrammed the other lead and that the patient was getting therapy. The patient was to get a lead revision on (B)(6) 2018 and the explanted lead was to be sent back for analysis. No further complications were reported.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), product type: lead; product ID: 97791, lot# unknown, product type: accessory; product ID: 97791, lot# unknown, product type: accessory; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient came to the clinic and was unable to feel stimulation. The rep noted that reprogramming was done in (B)(6) 2019. The rep ran an impedance check and showed out of range on two. The rep reran impedances and then it was normal. The leads were replaced with a paddle lead in (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), product type: lead; product ID: 97791, lot# unknown, product type: accessory; product ID: 97791, lot# unknown, product type: accessory; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Analysis of the stimulation lead (serial number (B)(4)) found the lead body had been cut through. Analysis of the stimulation lead (serial number (B)(4)) found that the body was broken at the anchor site. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017. Product type lead product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018. Product type lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017. Product type lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the battery and lead that had high impedances were replaced. The rep reported that the lead had more electrodes out and the patient lost pain coverage. The rep reported that once a new lead and battery were placed, pain coverage was back. No further complications were reported.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017. Product type lead product ID 977a260, serial# (B)(4) implanted: (B)(6) 2017, explanted: (B)(6) 2018. Product type lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017. Product type lead, product ID 977a260, serial# (B)(4) implanted: (B)(6) 2017, explanted: (B)(6) 2018. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the lead fracture was unknown. No further complications were reported.